Event description:
A 60mm vascular stapler dysfunction. Physician secured clamp and sent to fire stapler, but the stapler was jammed. Physician could not release it. The hilum was divided and physician was able to remove the stapler without any significant trauma resulting in blood loss from the secured kidney. See (B)(4).

Manufacturer narrative:
(B)(4). Additional information: sled movement. The ec60a device was received for analysis in the closed position with no visual non-conformances and with an ecr60w cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device was required a high force to push the release button and open the device, upon opening the device the returned device was tested for functionality in the articulated position by loading a test cartridge into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. No further evaluation was performed due to a non destructive analysis request. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact information is unavailable attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what type of procedure was the device used in? Left hand assisted laparoscopic & radical nephrectomy. Just for clarification, the physician could not release it. Did the jaws of the device eventually open? Not per physician information. If the jaws of the device did not eventually open, how was the device removed from the tissue (cut out, ect)? Pulled off. Just for clarification, was there bleeding? Yes. If yes, how much blood was loss (ml)? Per physician less than 50 ml blood loss. If there was bleeding, did the patient receive a blood transfusion? If yes, how many units were given? No. How was the case completed? By passing the 45mm stapler which was deployed without event. What is the current status of the patient? Patient was discharged stable on (B)(6) 2015. Is the device available for return? Yes, provided agreeable to our conditions. If yes, please verify the mailing address and the person who should receive the return kit? (B)(4). Would you like a no-charge replacement? Yes. If yes, please verify the mailing address and the person who should receive the replacement. (B)(6), surgery dept. (B)(6). If the device will be returning, would you like a letter of analysis? Yes. The lot number that was provided (92koa) is not a valid lot number. Can you please confirm the lot? L92koa.